Event description:
Failure of guide liner with a wire separating from the liner portion of the device as device was removed from the pt body. Dates of use: (B)(6) 2013. Diagnosis or reason for use: cardiac catheterization with stent. Event abated after use stopped or dose reduced: yes.